Event description:
While using a byte day aligners, patient reported they had a top front tooth chip. They have an appointment to have it repaired. They also reported that there are two upper teeth that need alignment. Requested additional information, df letter for repaired chipped tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.